Event description:
It was reported that approximately 7 years and 3 months following the implant of a transcatheter valve, an echocardiography was performed which revealed increased flow velocity, suggesting a potential thrombus. Subsequently, anticoagulant medication was administered. Two months following this, a transthoracic echocardiography (tte) was performed, which showed no movement of the right coronary cusp (rcc), and a thrombus was observed. As a result, an adjustment was made to the administration of medication. It was noted that a follow-up was scheduled to observe the thrombus.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. B2. Month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the final implant depth on the non-coronary cusp (ncc) was 2 millimeter's (mm), and the final implant depth on the left coronary cusp (lcc) was 4 mm.